Event description:
It is reported that when the pt had her stitches removed, it was found that the plate was broken and the wound was still non-union.

Manufacturer narrative:
Evaluation summary: there is not enough info provided about the conditions the plate was subjected to at the time of the initial surgery or during the time leading to the device fracture to determine the potential root cause of this incident. Review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should add'l substantive info be rec'd, the complaint will be reopened. Zimmer, inc considers the investigation closed. This MDR was identified during an internal review to meet reporting requirements and therefore, is being filed late.